Manufacturer narrative:
A replacement pump was sent to the customer. A medela clinician followed up with the customer on 1/14/2016. At that time the customer reported that she was prescribed dicloxacillin to treat mastitis. A product evaluation was conducted on 1/15/2016. The pump passed all functional tests. See attached product evaluation for details. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2016 the customer reported to a medela customer service representative that she was experiencing low suction with her pump in style breast pump and that she was engorged. In follow up with a medela clinician on 01/14/2016, the customer reported that she had mastitis and that she was being treated with antibiotics.